Manufacturer narrative:
Pump was received with critical pump error alarm, however the critical pump error was able to be bypassed/cleared (by simultaneously holding the back button and down arrow button). After re-initialization, the pump completed the boot up process normally. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The formatted history and long trace files show pump error 3 alarms were triggered prior to the critical pump error alarm due to a software error. Pump received with scratched case, case cracked behind the pump near the battery compartment, end cap missing address label, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 499 mg/dl. Troubleshooting for critical pump error was performed. Customer advised there was a red x on the display screen. Customer advised the display screen showed the critical pump error message. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.